Event description:
It was reported that a patient had a remote nsrvo transmission. Initially, there was a suspicion of dislodgement, but an x-ray performed on april 20th ensured that the right ventricular lead was in place. The nsrvo alert was confirmed to have occurred due to far-p wave oversensing. The patient's device was reprogrammed on april 20th, and they were stable throughout.

Event description:
It was reported that a patient had a remote non-sustained right ventricular (nsrvo) transmission. Initially, there was a suspicion of dislodgement, but an x-ray performed on (B)(6) ensured that the right ventricular lead was in place. The nsrvo alert was confirmed to have occurred due to far-p wave oversensing. The patient's device was reprogrammed on april 20th, and they were stable throughout.

Manufacturer narrative:
Corrected data: b5; the abbreviation nsrvo was expanded, g2; company rep should not have been checked in the previous report as there was no rep present for this event.